Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device changeout procedure, lead sealing ring was rolling back while removing the lead from the device. As a result the lead would not seat in the new device, to the point where the terminal pin was not visible in the pin window due to the bunching of the silicone sealing ring. Lead remains implanted and in use. Patient was stable throughout the event.